Manufacturer narrative:
The device was evaluated by ventec who reviewed the device's electronic records and confirmed that the device had previously alarmed for "patient circuit disconnected", however, the issue could not be duplicated during testing. Ventec then completed other, unrelated, repairs and proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnected" alarm. There was no patient involvement associated with the reported event.